Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had high blood glucose level of over 400mg/dl. The customer treated the high with the pump. The customer states they had air bubbles in the tubing. Troubleshoot was conducted. The customer was advised the highs may be attributed to not having re-primed the pump. The customer was advised to monitor the device and call back if issues persist.